Event description:
The nurse reported the system was changing modes on its own, and the system reset itself three times during set up. No back up system was available and the case was cancelled. No patient injury was reported.

Manufacturer narrative:
There were no samples returned for evaluation and the facility cancelled the service request. The reported event could not be replicated or confirmed, and the root cause is therefore, unknown at this time. A review of complaints for the last 24 months did not indicate any additional reports for this system. A review of the service history for this system for the last 24 months did not indicate any additional, related, unplanned service requests for this system. This report was mailed to FDA on: 11/21/2008.